Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that both l4 screws and one l5 screw were loose. Patient underwent a revision to replace the loose/migrated screws. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visually and microscopically examined set screw rod interface node and surface. Some damage noted to the threads near the bottom of the set screw. Witness marks on both nodes indicate that the rod was moving inside the bone screw head and set screw. The set screws do not appear to be cross threaded and will still engage a bone screw head. There does not appear to be a physical problem with the set screw that would cause them to back out. A review of radiographic images ap and lateral views show a construct from l1 to l4 on the left and l1 to l5 on the right. Screws are inappropriately short and appear maligned throughout. The lower screws at l4 on the left and l5 on the right show loose set screws. The shorter rod construct on the left shows a kyphotic alignment on the lateral view which appears to have exceeded the acceptable angle permitted between the rod and screw tulip connection, making tightening of the rod impossible. The angle is also noted to be extreme on the right. Pedicle screws are inappropriately small, stop just inside the pedicle/body junction and are provided no interbody anterior column support. This would almost guarantee the outcome that resulted.

Manufacturer narrative:
X-ray showed that the right side l4 and l5 set screws were no longer attached to the screws. Revision surgery was performed on the (B)(6) 2014. The surgeons found that the 2 set screws were embedded in the soft tissue with fibrous attachments giving evidence that the set screws had been detached from the construct for a long period of time. A shard of metal was also found embedded in the soft tissue but was discarded during the sterilising process and is therefor not available for analysis. The surgeon found that the left side l4 set screw was loose and noticed what looked like corrosion on the tulip head of the screw. The left and right l4 screws and the right l5 screw (there was only one screw in l5 which was on the right side) as well as the 2 set screws that came loose from right side l4 and l5 have been sent for analysis. The surgeon's opinion on fusion success for this patient was that levels l2/l3 and l4/l5 were fused but that the l3/l4 level was not fused. The revision surgery involved removal of the single l5 screw and both of the l4 screws. The 2 rods, all 9 set screws and 2 x crosslinks were also removed. The two l4 screws were replaced with 2 x 7.5mm x 50mm solera 5.5 screws and the l5 screw was not replaced. 2 x 100mm pre-bent cobalt chrome rods were then implanted along with 8 new solera 5.5 set screws. Two crosslinks were also replaced. Grafton orthoblend and fermoral head was used. No interbody was used.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.